Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing at an office visit on (B)(6) 2012. The patient had previously had vns lead and generator replacement surgery performed on (B)(6) 2012, due to previous high lead impedance (reference MDR# 1644487-2012-00915). The patient had no known trauma. The patient does use her arms to scoot, but she is not ambulatory. The patient does use her arms to pull up. X-rays were received for review which did not show any obvious lead fractures. However, the lead pin insertion/generator interface could not be assessed due the film angle. A lead pin insertion issue or lead fracture may be the cause of the current high lead impedance. The vns is currently programmed on at low settings, but the plan is to disable the vns. The plan of care is likely surgery to reinsert the pin, and if this does not resolve the high impedance, the lead is to be replaced. Surgery has not occurred to date.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were noted, and the generator performed per specifications. Review of the generator's internal impedance values noted an impedance change on (B)(6) 2012, from 1496 ohms to 6441 ohms, which was three days prior to the generator replacement surgery on (B)(6) 2012.

Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Diagnostics with the new generator and resident lead were within normal limits (1500 ohms). It is likely the lead pin was not fully inserted into the previous generator, or inserted in such a way that intermittent contact was occurring. The explanted generator was returned on (B)(6) 2012 and is pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up MDR report #1 inadvertently reported the vns generator replacement surgery date as (B)(6) 2012. The surgery date was (B)(6) 2012. Relevant tests, corrected data: the systems diagnostics test date was inadvertently reported as (B)(6) 2012. The correct date of the systems diagnostics test is (B)(6) 2012.

Manufacturer narrative:
Type of report, corrected data: the 30-day report designation was inadvertently omitted on the initial MDR report.